Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical w/ lymphadenectomy surgical procedure, the 8mm maryland bipolar forceps instrument cable snapped. Intuitive surgical, inc. (Isi) received user facility report 5201770000-2024-8093 stating: cable snapped on instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the instrument was inspected prior to usage. There was no damage or anything out of the ordinary. It was unknown of the surgical task being performed when the issue occurred. There was no harm or injury to the patient. There was no reported fragments to fall inside of the patients anatomy. The instrument has been returned. The procedure was completed as planned with a back-up instrument. There were no photographic images or video recordings for isi to review.